Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to implant a new ipg. Therapy has been resumed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient was experiencing a fever and went to the emergency room where fluid was aspirated from the ipg pocket site. Cultures were sent and were positive for infection. IV antibiotics were administered and the patient underwent surgical intervention to remove the ipg. The patient was admitted to the hospital and stayed overnight.